Event description:
A consumer reported "fuzzy" vision and "everything has a halo around it" two years following bilateral intraocular lens (iol) implant surgery. She stated that her lens have not performed as she expected since they were implanted. She sought a second opinion and was told everything was performed properly, the lenses are perfectly aligned, but just cannot see clearly. She recently tried contact lenses to improve her vision, but may go back to wearing eyeglasses if these are not satisfying. Additional information has been requested from the surgeon. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no similar complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).